Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Additional information: a4 - patient weight.

Event description:
(B)(6).

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-05789. It was reported that the patient experienced ineffective stimulation following a fall. X-rays confirmed that the leads migrated. Diagnostics revealed low impedance on one of the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.